Event description:
It was reported that poor sensing and no capture threshold were observed. Lead perforation found. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.